Manufacturer narrative:
Batch review performed on 20 apr 2026 gmk-sphere 02.12.e0413fl gmk-sphere tibial insert e-cross - flex 4l - 13mm (k202022) lot 2002483: (B)(4) items manufactured and released on 16-jul-2020. Expiration date: 2025-jul-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1204l tibial tray fix cemented s.4l (k090988) lot. 2236487: (B)(4) items manufactured and released on 09-dec-2022. Expiration date: 2027-nov-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by r&d project manager approximately three years after primary gmk-sphere tka, the patient underwent revision surgery due to disengagement of the polyethylene tibial insert from the tibial tray. No traumatic event was reported. According to the available radiographic description, there are no evident signs of component loosening. Although the polyethylene insert is difficult to visualize due to its radiolucent nature, the lateral projection appears to suggest posterior lifting / displacement of the insert, compatible with loss of its intended seating within the tibial tray. In the absence of trauma, the mechanism of insert disengagement cannot be determined with certainty. Plausible contributing factors may include patient-related or biomechanical factors, or suboptimal seating of the insert at the index procedure. However, these remain hypotheses, as no detailed intraoperative findings or assessment of the locking interface are currently available. Based on the available information, there is no confirmed evidence of a manufacturing defect or device malfunction. Root cause: based on the information available no definitive root cause can be established. Based on previous similar events, it is likely that the insert was not correctly inserted in the tibial baseplate during the primary surgery, but this cannot be confirmed. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At 3 years 1 month from primary, the patient came in presenting pain due to a disengagement of the liner from the tibial tray. There was no trauma indicated and the surgeon did not have any issues snapping the poly in during the primary surgery. The surgeon performed a washout and revised the insert with one of the same size. The surgery was completed successfully.